Manufacturer narrative:
Patient ID/case number reported as (B)(6). Patient ethnicity is unknown. It is unknown when device broke. This report is for an unknown 3.0mm headless compression screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of a broken 3.0mm headless screw in the knee joint. The screw had been placed into the left femoral condyle during an open reduction internal fixation (orif) on (B)(6) 2016. The head and shaft portion were removed, while the threaded portion retained in the femur (length unknown of both parts). The fragments were easily removed using a knee scope. The procedure was successfully completed with no surgical delay. This report is for an unknown 3.0mm headless compression screw. This is report 1 of 1 for (B)(4).